Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets. When she removed the site it was bleeding. The customer went to the emergency room on (B)(6)2016 due to a low blood glucose level of 34 mg/dl. She was given dextrose 50. The customer had a blank stare and was sweating. She was running high from a site related issue and she took a bolus. When the bolus did not take effect she changed the site and bolused again, dropping her blood glucose level. The device was not returned.